Event description:
Healthcare professional reported lap-band tubing with a leak or leaks, first noticed when less saline was found in the band than had previously been injected. The lap-band tubing was explanted and replaced.

Manufacturer narrative:
Taper ii. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".